Manufacturer narrative:
Additional FDA product code: gcj. Manufacturer narrative: the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, asm-evac1, was being used during a robot-assisted partial retroperitoneal nephrectomy on (B)(6) 2021 when it was reported "the actual pressure did not rise to the set pressure". Upon further assessment questioning it was found that during initial surgical approach (retroperitoneal), sufficient abdominal space could not be created by the co2 gas. The surgeon then changed devices and used an olympus pneumo device. Again, the adequate abdominal pressure could not be achieved. The surgeon judged that the initial surgical approach (retroperitoneal) might be related to the fact that sufficient abdominal space could not be achieved. Therefore, the initial surgical approach was changed to intra-abdominal approach. At which time the surgeon created additional incisions in the patient and at the same time the surgeon returned to using the airseal device and reused the same tubing/port. Adequate insufflation was obtained, and the procedure was completed as planned with a 1-hour delay. Although the initial belief was that adequate pressure could not be achieved due to a leak in the tubing, it was discovered upon re-use of the tubing set that there was no malfunction of the device. However, the additional incisions had been sustained by the patient. This report is being raised on the basis of injury due to additional incisions in patient.

Manufacturer narrative:
Received two asm-evac1 opened in unoriginal packaging. The lot number of the devices was not verified. A visual inspection was performed, and no obvious defects or abnormalities were found. A functional test using airseal ifs air seal mode and the returned ias12-100lpi was performed. Patient settings were adjusted, and air seal mode activated and maintained pneumo for both asm-evac1. The manufacturing documents from the device history record have not been reviewed because the lot number was not provided. A lot history review cannot be conducted as the lot number was not provided. (B)(4). Per the instructions for use, the user is advised that failure to properly follow the instructions for use can lead to serious surgical consequences. These instruction for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. This issue will continue to be monitored through the complaint system to assure patient safety.